Event description:
Instrument failure - instrument broke, piece left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2024-00442; 803-15-008, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.